Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Mallinckrodt (B)(6) reports via e-mail four customer reported extravasation (s). This is 1 of 4. While CT diagnostic contrast media and or saline solution extravasated. IV access device, braun braunule pink 1.1 mm. Pt female, 77. Treatment with heparin. Pt is well. On (B)(6): mallinckrodt (B)(6) reports via e-mail: CT of the thorax and abdomen being performed with accupaque 300 contrast media. Injection protocol flow of 3.5ml for volume of 100ml contrast and 40 ml saline. Pressure limit 284. Approximately 20ml fluid extravasation.